Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature did not rise. Event occurred before patient use/during testing at the facility. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the disconnect indicator on the unit was lit and did not work. The reported issue was caused by a broken hose. The equator hose was replaced to resolve this issue.